Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what was the procedure? Laparoscopic left hemicolectomy. What tissue was being fired upon? Colon. How many staplers were used during the procedure? Unknown. How many reloads were used during the procedure? Unknown. How many reloads had malformed staples? Unknown. Are you using reinforcement or buttress material? Unknown. Any photos that can be shared? No. Please explain how many malformed staples were there? Unknown. Were the malformed staples on the proximal, distal, or middle of staple line? Unkonwn. Were the malformed staples on one staple line or more staple line? Unknown. How many firings and reloads selection used? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch # 693d45. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. The cdh29p device was received with no apparent external damage, the breakaway washer was present and uncut, and the device was fully loaded with staples with the stapler retained placed. An attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled and marks and damages were observed on the bulkhead shroud, and the bulkhead contact from the left side was found to be damaged. As the device could not be fired, the reported event of malformed staples was unable to investigate. No conclusion could be reached on the cause of the damaged bulkhead contact, however, it is important to insert the battery pack by aligning the release tabs with the slots on the rear of the device and ensuring the battery pack is fully inserted, as indicated by an audible click and illumination of the tissue compression scale backlight. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 693d45, and no non-conformances were identified.